Event description:
Inspection of the returned device found that it was fractured on the proximal end. There was no clinical consequence to the patient.

Manufacturer narrative:
The investigation is pending completion.

Event description:
Inspection of the returned device found that it was fractured on the proximal end. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that it had broken into two pieces. The fracture had occurred 61.4cm from the proximal end. No other anomalies were noted. The fracture site presents with a bend that is suggestive that the device kinked prior to fracturing and the kink could be a contributory factor in the fracture. As the reported event occurred during preparation, it is most likely that handling of the device was the cause of the fracture. It is probable that as the device was being removed from the dispenser hoop, the device became kinked and when an attempt was made to load the device into a microcatheter, the damage increased and contributed to the fracture.